Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse found the host pc's hdd led wasn't blinking, showing no activity, and multiple restarts failed to resolve the issue. Customer was not contracted, fse awaited quotation to proceed. On another case, the quotation was cancelled and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.